Manufacturer narrative:
Covidien reference (B)(4). The customer has declined service of the ventilator. Medtronic was not authorized to service the ventilator.

Event description:
It was reported that, during patient use, the ventilator alarmed and the display went blank. The patient was removed from the ventilator as a result of the event. There was no harm to the patient as a result of the event.